Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The reported event of fluid leak could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Additional information: b5, d9, h2, h3, h6, h11.

Event description:
During an atrial fibrillation pfa procedure, a fluid leakage was detected from the port of the agilis 13f sheath following the insertion of the dilator. The agilis 13f sheath was exchanged and the procedure was completed with no adverse patient consequences.

Event description:
During a procedure, a leakage was detected from the port of the agilis 13f sheath. The agilis 13f sheath was exchanged and the procedure was completed with no adverse patient consequences.